Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section b3: date of event: unknown, not provided, but the best estimate date is prior to (B)(6) 2025. Section d4: model number: unknown, as the serial number was not provided. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: UDI number is unknown, as the serial number was not provided. Section d6a: implant date, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: first name: unknown, information not provided. Section e1: last name: unknown, information not provided. Section h3(no): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information; however, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of a preloaded monofocal intraocular lens (iol), the haptics were adhered together (¿kissing¿ haptics) despite adherence to all recommended steps. Two instruments were required to separate the haptics, and the surgeon expressed concern about this recurring issue. The procedure was completed successfully using the same lens, which remains implanted. There was no unplanned vitrectomy, incision enlargement, or sutures required, and no patient injury such as a capsular tear was reported; the patient reported no complaints. The issue involved only one lens on that surgical day; however, similar complaints have been reported by a couple of other surgeons. The account notes that room-temperature balanced salt solution (bss) was introduced via the hydration port and that the surgeon performs an initial one-half twist as part of the implantation technique. No further information was provided. This report documents additional incidents reported by other surgeons. A separate report has been filed for the incident that occurred on (B)(6) 2025.